Event description:
Tha revision. Revised a 14 year old size 2 127° accolade tmzf stem with a 36 +5 lfit head. Head had trunnionosis and fell off the stem. It had to be revised. It was revised to a rest mod stem. Kept cup and did an mdm liner size e with a 28+4 ceramic head. 18x155 stem with 23+0 body.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available